Manufacturer narrative:
To date, information suggests that this medical device remains actively in service, but may not be able to provide life-saving therapy. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this crt-d had been removed from service due to battery status. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Critical pacing and defibrillation therapies were available to the patient prior to explant.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did reach elective replacement indicator and that the patient had not participated in subsequent follow-up. Most recently, a latitude red alert was generated as the device had now reached end of life (eol). The physician was unable to get the patient to come in to have the device longevity checked. There were no reported adverse patient symptoms associated with this clinical observation.